Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that an alleged inaccuracy when using competitor's instruments. The direction and metric of inaccuracy was unknown. There was no delay and no reported impact to patient outcome. The competitor's instruments were being used, the competitor representative used a suretrack that was not medtronic. The representative was unsure where the suretrack instrument came from. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, the software analysis concluded that based on the information provided, it appeared to be an off-label use, this did not appear to be an issue with the software. As per the case description, the site alleged an inaccuracy when using the competitors instruments. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.